Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately fifty five months post port device placement on the right upper chest via right internal jugular vein, the patient allegedly experienced pain and swelling at the port site. It was further reported that an alleged subcutaneous saline leakage was identified. Reportedly, CT examination revealed that the catheter was fractured around the collarbone with the migration of the distal segment of the catheter into the heart. It was further reported that the port body and distal segment of the catheter were removed. The patient was reportedly stable after the procedure.

Event description:
It was reported that approximately fifty five months post port device placement on the right upper chest via right internal jugular vein, the patient allegedly experienced pain and swelling at the port site. It was further reported that an alleged subcutaneous saline leakage was identified. Reportedly, a computed tomography (CT) examination revealed that the catheter was fractured around the collarbone with the migration of the distal segment of the catheter into the heart. It was further reported that the port body and distal segment of the catheter were removed. The patient was reportedly stable after the procedure.

Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one x-port isp with groshong catheter in two segments was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is confirmed for catheter break as the device was returned with the catheter in two pieces with signs of flexural fatigue at the break site. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include flexural fatigue and chemical degradation. The additional split in the catheter may have been caused by a burst that occurred because the catheter was kinked at the eventual break site. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.